Manufacturer narrative:
Investigation: used test and analysis equipment; -keyence-vhx 600 d microscope; -panasonic dmc tz8 digital camera. We made a visual inspection of the cutting edge. The cutting edge of the pin on the lower disc exhibits a skewed cutting edge. Furthermore we detected wear marks on the shaft of the pin of the lower disc. Two spring segments of the upper disk are bent and the whole upper disk is bent as well. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the fixation pin of the lower disk was cut skewed. The IFU contains clear hints for the correct application and cutting. Furthermore we assume, that the upper disk was punched on the lower disk. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the surgeon used two clamps during surgery. The ff491t and the ff492t, when the surgeon attached the device, the ff492t came off.